Event description:
It was reported through results of a clinical trial that approximately twenty one days post hemodialysis catheter placement procedure, the subject experienced an adverse event of catheter allegedly had a low flow rate. It was further reported that the catheter was removed and exchanged successfully. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, one case report form was provided for review. The investigation is confirmed for the reported restricted flow rate issue. According to the case report form review, approximately twenty-one days post catheter placement, the subject had an adverse event of inadequate atrial flow. The severity of the adverse event was moderate and does not meet the definition of serious adverse event. The adverse event was not related to the procedure but possibly related to the study device. Subsequently two days later, the subject presented for hemodialysis catheter removal procedure due to product dysfunction. The catheter was removed without complication and the catheter was successfully exchanged, resulting in adequate flow. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 09/2021).